Event description:
In this event it is reported that the nontemplate aligner arch used by the patient caused excessive pressure in the patient's mouth and resulted in unintended tooth movement, unexpected intrusion of the lower lateral incisors.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.